Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level remained elevated (200-300 mg/dl). Customer treated elevated bg levels by delivering boluses and manual insulin injections. Customer declined to troubleshoot the issue with tandem technical support. During follow up with customer the following day, customer reported changing out cartridge and infusion set and bg level improved to 140 mg/dl.